Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4) . No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in poor condition with h-2 pressure chambers. The technician filled water into reservoir tank, installed temperature check, installed f-30 gas vent filter onto h-30 air detector, which is attached to filter holder interlock switch. The reported issue was confirmed. The root cause of the reported issue was found to be wear and tear by the customer. The technician replaced main printer circuit board (pcb(, air compressor, and enclosure.

Event description:
Information received a smiths medical warming/level 1 trauma fast flow systems - h-1200 pressure chambers do not inflate intermittent and t water leak. No patient adverse events reported.